Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to pocket erosion, infection/sepsis. Another device was successfully implanted. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.